Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number: (B)(4). Event occurred in switzerland. It was reported by the patient's father that his child faced an events of kinked cannula on (B)(6) 2025. The issues occurred with four infusion sets. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.